Manufacturer narrative:
Supplemental medwatch created as customer confirms it was indeed the mount screw that fractured after it was identified during the investigation prior.

Event description:
It was reported that during implant insertion, the connecting head separated with the broken screw remaining in the implant. The screw was retrieved and the implant was removed by reverse torque. Procedure was completed using another implant. Tooth #20 customer confirmed the connecting head that they reported that had separated with the broken screw remaining in the implant was indeed the mount hex and screw that fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880. A impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvmwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage from placement and a fracture mount screw. No pre-existing conditions were noted on the per. The reported device was located on tooth # 20 and was used same day. DHR review: DHR review was completed for the subject lot number (1238708). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238708) for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported that during implant insertion, the connecting head separated with the broken screw remaining in the implant. The screw was retrieved and the implant was removed by reverse torque. Procedure was completed using another implant. Tooth #20